Manufacturer narrative:
Litigation alleges patient suffers from pain and elevated ion levels. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, b7, h6 (patient/device). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update apr 18, 2017 pfs and medical records received. Pfs alleges pain and discomfort. After review of the medical records for MDR reportability, it was reported that there was an elevated metal ions (no laboratory values provided), and acute inflammation of synovial tissue. Revision op notes stated that there was corrosion at the taper of the stem and inner portion of the femoral head. It also stated there was minimal osteolysis around the proximal femur and peripheral osteolysis around the edge of cup, consistent with metal-on-metal cases. Poorly vascularized yellow tissue consistent with tissue seen at metal-on-metal failure cases was also noted. This complaint was updated on may 03, 2017.

Event description:
Complaint description: litigation alleges patient suffers from pain and elevated ion levels. Update 03/06/17 (pfs-390) - pfs and medical records received. After review of the medical records for MDR reportability, alleges increasing pain, and discomfort when hip stressed. Also is suggestive that changes in lab work necessitated the revision surgery. No lab results available to corroborate previously alleged elevated ion levels. Revision date provided by pfs. No revision operative note available in medical records. Demographics added. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 3/25/2017. Update 03/06/17 (pfs-391) pfs and medical records received. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 3/25/2017. Update apr 18, 2017 pfs and medical records received. Pfs alleges pain and discomfort. After review of the medical records for MDR reportability, it was reported that there was an elevated metal ions (no laboratory values provided), and acute inflammation of synovial tissue. Revision op notes stated that there was corrosion at the taper of the stem and inner portion of the femoral head. It also stated there was minimal osteolysis around the proximal femur and peripheral osteolysis around the edge of cup, consistent with metal-on-metal cases. Poorly vascularized yellow tissue consistent with tissue seen at metal-on-metal failure cases was also noted. This complaint was updated on may 03, 2017. Investigation method: no device(s) associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A complaint database search did find additional related reports against the provided product code and lot number combination(s). However; a review of the device history record(s) associated with this complaint was not required per wi-3430. The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. - without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. - the device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. Medical records reviewed 05 may 2017 (B)(6). From a medical perspective, based on the limited information available, it is not possible to determine if the complaint is product related. See attached report. Investigation summary: litigation alleges patient suffers from pain and elevated ion levels. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient suffers from pain and elevated ion levels.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 03/06/17 (pfs-391) pfs and medical records received. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 03/06/17 (pfs-390) - pfs and medical records received. After review of the medical records for MDR reportability, alleges increasing pain, and discomfort when hip stressed. Also is suggestive that changes in lab work necessitated the revision surgery. No lab results available to corroborate previously alleged elevated ion levels. Revision date provided by pfs. No revision operative note available in medical records. Demographics added. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.